Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, during pre- check use the cardiosave intra-aortic balloon pump (iabp)unit functional test failed. There was no patient involvement reported